Event description:
This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 403:317:871:0000 was discovered and confirmed during service by a baxter service technician. This condition was caused by a faulty user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The baxter technician reported a colleague infusion pump which experienced failure code of 403:317:871:0000 during testing, which interrupted delivery. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.